Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
An unannounced sample was received for b. Braun medical internal report number (B)(4). The lot number received was 22l14ge56r. As originally reported from b. Braun medical internal report number (B)(4): brief inquiry description: easypump leak. Detailed inquiry description: pharmacy tech reports leaking of chemo from easypump port between the easypump and onguard luer lock adapter.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, a crack was found at the filling port. Drug crystallization was observed along the crack line as well. The sample was filled with red dye solution to check for leakage; leakage was observed from the cracked filling port during the filling process. The sample is not within specification; the reported defect is confirmed. To further analyze the root cause of leakage, the complaint sample was filled with red dye solution. The complaint sample was unclamped. No leakage was further observed from the filling port, valve area, silicone sleeve, filter and tube connection. However, solution was not able to flow out as the patient connector was locked with the chemlock cstd. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process. An approved project is in place to further address issues with crack at filling port. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Medsun (B)(4) provided and noted to be related to MDR 9610825-2024-00834. Medsun report added.